Manufacturer narrative:
UDI number: (B)(4). This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, the physician had a difficult time pushing the valve through the sheath and when it exited the sheath, a bent strut was noted. The sheath and system were removed as a unit and the team went back in with a 16 fr esheath and the new system was advanced without incident. Upon inspection of the system, a piece of tissue (intima from patient¿s vasculature) was attached to the valve.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2021-00097. The valve was not returned to edwards lifesciences for evaluation.  In addition, no relevant imagery was provided for review.  Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. During manufacturing, all sapien 3 ultra valves are 100% visually inspected by both manufacturing and quality for any defects. Prior to final packaging, 100% visual inspection is performed at preliminary packaging. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the complaint event. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no other similar complaints for frame damaged during use.  Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damaged during use was unable to be confirmed. A review of the lot history, DHR and manufacturing mitigations did not provide any indications that a manufacturing nonconformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿when I did the precrimp on the first valve, I noticed a slight flare on the skirt side. So much so that I put it back into the crimper and precrimped again with little effect. When I did my final crimp, I did not perceive a flare so if it still existed, it was not as dramatic¿ and ¿ the physician had a difficult time pushing the valve through the sheath and when it exited the sheath, we could see a bent strut on fluoro¿. Per IFU/ device preparation manual, ¿center balloon shaft coaxially with correctly oriented thv on the valve crimp section indicator of the delivery system and 2-3 mm distal from the blue balloon shaft¿ and ¿position thv frame struts parallel to the edge of the qualcrimp crimping accessory to prevent thv distortion when crimping.¿ if the valve is not positioned parallel to the edge of the qualcrimp during crimping, the valve is not crimped on the valve crimp section, or the delivery system is not centered coaxially within the valve during crimping, the valve may crimped inadequately with bigger/alter crimped valve profile. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. In this case, the high resistance was encountered during the delivery system (with crimped valve) insertion through the sheath as reported. So, if excessive force was applied to overcome the resistance, it led to the bent strut as reported. Additionally, an indeterminable vascular injury occurred after removal of the damaged valve. As such, available information suggests that procedural factors (improper valve crimping/ excessive manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation and corrective/preventative actions are required.